Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that the first quattro catheter and guidewire were inserted without issue in the patient's right femoral vein; however, they had difficulty retracting the guidewire and had to remove the catheter and guidewire out. Upon removal, they observed that the guidewire looked stretched or stripped (the coil around the guidewire was stretched out). A second quattro catheter and guidewire were inserted without issue on the patient's left femoral vein with the same observed difficulty retracting the guidewire. The second catheter and the guidewire were subsequently removed. It was noted that the physician who performed these catheter insertions had minimal experience with ivtm therapy. It was further reported that the hospital did not have access to another physician with line placement privileges until the following morning; thus, surface cooling was initiated for an unspecified amount of time. The following morning, a general surgeon who was considered to be moderately experienced with ivtm therapy, attempted to place a third quattro catheter and guidewire in the patient's left femoral vein. It was noted that the same observed difficulty retracting the guidewire was observed; however, the guidewire was subsequently removed. Upon removal, the guidewire was observed to be coiled. The catheter remained in the patient to continue with the cooling therapy. The patient's ivtm therapy was able to be completed. The customer believed that the patient's anatomy or claudication could have something to do with the issue; however, it was unspecified if any imaging was performed. Although the patient's ivtm therapy was completed, the patient subsequently expired. The patient's death is not device related. This report references the observed issue on the first guidewire.